Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Custom reported he has been receiving multiple no delivery alarms. Customer's blood glucose was 114 mg/dl. Customer declined troubleshooting and requested the device to be replaced. Customer reported no serious injury or hospitalization. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing. No excessive "no delivery" error alarm noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.